Event description:
Pt had open gastric bypass and was placed on bari air therapy system bed. Per MFR, bed could handle 850 lbs. Pt was being transferred from pacu to surgical unit. When staff tried to exit elevator, both wheels on the left side of the bed broke off. Pt had to be transferred to another bed.

Event description:
Add'l info rec'd from MFR 4/19/02: the bariair therapy system bed was placed on the market in 10/97. Examination of the broken casters revealed the break occurred at the aluminum housing that attached the caster to the bed caster stem. It was determined that the aluminum housing had weakened due to numerous transporting over the past several years, to and from the hosps, with repeated impacts over curbs and doorway thresholds and in and out of elevators.